Manufacturer narrative:
One vial of strip lot 12539903 was received containing 103 test strips. As a strip vial is usually filled with 100 test strips, the 103 strips received suggest that there are strips from several vials and possibly different lots inside. This handling is not in accordance with the instructions for use. The customer material and retention material were tested visually with native urine and a nitrite, leukocyte, glucose, protein, and blood dilution series. The reaction colors were in accordance to the standard label and no false negative reactions were observed. No other complaints have been received for this lot of strips. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. No further information about sample preparation, storing conditions, or sample measurement was provided. The medications provided are not listed as potential interferences in product labeling for each parameter.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results for one patient from chemstrip 5 ob test strips. The customer did a visual test on a the patient sample and the results for protein, blood, leukocyte, and glucose were all negative. The doctor did not believe the results based on the medical status of the patient and had the same urine sample tested on the chemstrip 10md strips with urisys 2400 and cobas analyzers in the laboratory. The results were protein: 500 mg/dl, blood: 250 ery/ul, leukocyte: 500 leu/ul, and glucose: 1000 mg/dl. The customer repeated the test on the chemstrip 5 ob test strips and received the same negative results. The customer repeated the test on the urisys 2400 and cobas analyzers with chemstrip 10md strips and the results all matched the previous results from these analyzers. The patient was not adversely affected. Controls passed for level 1 and level 2 on the chemstrip 5 ob test strips. The retention material of lot 12539900 was tested with native urine and a leukocyte-nitrite-protein-glucose and blood dilution series. No false negative result was observed. The reaction colors were in accordance with the standard label.